Event description:
Upon interrogation, oversensing was observed. The physician suspected, it was due to noise caused by a damage lead. The device had an alert of possible damage to the high circuit. As such, the lead was capped.

Manufacturer narrative:
No medwatch form was received.